Manufacturer narrative:
No sample has been returned for evaluation for the report of migration and discomfort; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following the implant of a micro-stent device, three rings of the device are now located in the anterior chamber. Additional information was requested.

Event description:
Additional clarification was received from the surgeon reporting the patient also experienced discomfort for over a year and the device was 'affecting his pupil'. The device was trimmed during a secondary procedure and the patient was placed on additional medications.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).